Event description:
It was reported that an echocardiogram was performed and the patient was listed for transplant.

Manufacturer narrative:
D1: brand name corrected. B3: event date was estimated as the patient had aortic regurgitation for a few months before death. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic regurgitation could not be conclusively determined through this evaluation. The patient ultimately expired under MFR #2916596-2024-02105. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed aortic regurgitation. Device related issue did not cause or contribute to the aortic regurgitation/insufficiency.

Manufacturer narrative:
Section d4 (catalog number and primary unique device identification (UDI) number): correction. Section e2: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.